Manufacturer narrative:
Additional components involved in the event: product family: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000107794. A patient experiencing ineffective stimulation due to lead migration was reported to abbott. The patient¿s lead was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that one of the patient¿s leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the lead was repositioned to the correct location. The investigation did not determine which lead migrated.